Event description:
A vaxcel PICC line was being placed for therapeutic purposes. While flushing the catheter during preparation, it was reported a pin hole was noticed in the tubing below the suture wing. The PICC line was replaced.